Event description:
It was reported that the pwmx30 does not suction as it should. Says that urine backflows onto the pw user. Reason is the caller has the system sitting too closely to the bed line and liquid is not being allowed to flow into the canister without being relocated in the line of the acc kit tubing. The caller will relocate. Rep will call the robinsons to follow up on 10-30. Urine is also backflowing and spilling out of the vents on the pouch. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states,: recommendations: wash hands thoroughly before device placement. Ensure the device remains connected after turning the user, monitoring for pulling and tension on the device. Remove the device prior to walking. Check device placement and user¿s skin at least every 2 hours. Refer to the purewicktm urine collection system IFU for instructions on suction tubing replacement. Placement of purewicktm male external catheter: trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peel off and press the device against the skin below the base of the penis. Remove the top adhesive peel off and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pwmx30 does not suction as it should. Says that urine backflows onto the pw user. Reason is the caller has the system sitting too closely to the bed line and liquid is not being allowed to flow into the canister without being relocated in the line of the acc kit tubing. The caller will relocate. Rep will call the robinsons to follow up on 10-30. Urine is also backflowing and spilling out of the vents on the pouch. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported.